Event description:
It was reported that the patient experienced pocket stimulation. It was further reported that there were high thresholds and a slight lead dislodgement observed in the right ventricular lead. The physician recommended a lead replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).